Event description:
It is reported that the device was implanted in 1999 and revised in late 2008, due to the ulna component being loose.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were provided for review. No patient information such as activity level, height, weight, etc. Was provided. Based on the available information a definitive cause can not be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.